Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the mega needle driver instrument was found to have a broken cable. The procedure was completed with a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The instrument was inspected prior to use, and no damage was found. The customer indicated that silver cable was found protruding from the distal end of the instrument while suturing. There were no issues with the opening/closing of the grips, left/right motion of the grips, or up/down motion of the wrist. The instrument did not collide with any other instrument or tool during the procedure. There was no report of fragment(s) falling inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega needle driver instrument to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint of broken cable was confirmed by failure analysis.